Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's battery cap seemed to be damaged. The customer replaced the battery twice but the next morning the insulin pump's power was off. The insulin pump powered back on after inserting a new battery. The insulin pump worked when the battery cap was not closed all the way. Customer's blood glucose level was 600 mg/dl. She corrected her blood glucose with insulin shots. The customer was advised to monitor and discontinue the use of the insulin pump until the replacement battery cap arrived. The device was not returned.